Event description:
The distributor reported, paint chipped of the screw dial lid and the particles stuck on the screws. The screws were then used and implanted into the patient.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state proper sterilization techniques that when followed would prevent this type of damage. Without a know lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.